Event description:
I was issued a philips remstar auto a flex CPAP machine through the va in 2017. The manufacture date on the unit is may 2015. I was having a routine checkup around (B)(6) 2022 but was sent to the e.r with an elevated heart rate. Upon doing a chest x-ray they found a mass in my lungs, the did a cat scan and followed up with a pet scan a few weeks later. The pet scan verified numerous lung nodules, as well as other growths that were found in my lymph nodes, thyroid, spleen, liver, and some bone. I have a biopsy on (B)(6) 2022 of my liver to find out if these growths are benign or malignant. It seems as though the foam in this machine may have broken down and caused the issue in my lungs and possibly spread to other parts of my body. Philips has been slow to give information on replacement units, their website is laughable when you put your device information in, or try to get a status on a replacement unit. My device was registered for a replacement on (B)(6) 2021. I'm still waiting on a replacement as of this date ((B)(6) 2022) but have no confidence in their product, I will have to invest in a device from another brand out of pocket. I have stopped using their device but it already has done its damage. I have the pet scan results that verify multiple lung nodules and growths in other parts of my body. When seeing doctors at the va or my outside pcp, they ask the same question, have you ever worked with asbestos or other chemicals? My reply is no, but now it seems to add up that the foam inside the philips CPAP device may have broken down and entered into my lungs and bred these issues. FDA safety report ID# (B)(4).